Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller ((B)(6)) was evaluated following a return for an unknown reason. The system controller functioned as intended throughout testing. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue for extended operation. The downloaded log files indicated that the system controller was the backup controller as it was not connected to a pump in the log file. Provided information indicated that the patient associated with these devices passed away on 12mar2025. It was reported that the reason for the return was unknown. The provided cause of death was said to be due to sepsis. The patient death was not considered to be device related. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that abbott received a system controller, 14v batteries, 14v battery clips, and a mobile power unit (mpu) cord from g.a.p due to an unknown reason.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The patient associated with these devices passed away on (B)(6) 2025. It was unclear why the devices were sent back at this time.